Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated he had purchased a sealed box of the syringes and had found a used syringe inside the box. Customer stated the syringe had been loose at the bottom of the box. Customer also stated there had been no needle on the syringe. Customer stated he thought it might have blood inside. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the syringes and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc note: manufacturer contacted customer in a follow-up call on 13-aug-2024 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.